Event description:
The smart control outer sheath tip was split. The original complaint received stated that there were some problems deploying the product at the right lesion properly. Additional information was received stating that the target lesion was the superficial femoral artery (sfa). The vessel was described as very tortuous. The products looked normal when removed from the packaging and there was no difficulty flushing the devices. It is unknown if there was any difficulty accessing the lesion with a guidewire (terumo .035). The lesion was not pre-dilated, but it was noted that re-coiling was severe. The guidecatheter was inserted and was not kinked when the smart control ((B)(4)/ lot 15181870) was advanced through. There was no excessive force used to advance the device although it was difficult. The device could not cross the lesion and therefore was not deployed. The device was removed and a zilver stent was deployed in the lesion. The age and gender of the patient is unknown. The products were received for evaluation and testing and preliminary analysis of the smart control states that there was a kink at 1.5cm from distal end and the outer sheath tip was split.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
When the sds was removed from the patient after failing to cross the target lesion the smart control outer sheath tip was noted to be split. The target lesion was a very tortuous superficial femoral artery (sfa). The device could not cross the lesion and therefore was not deployed. The device was removed and the procedure completed with another device. The products looked normal when removed from the packaging and there was no difficulty flushing the devices. There was no reported patient injury. One non-sterile unit of smart control 6f 6x40 mm was received coiled in a plastic bag. Stent was in the correct position and locking pin was received disassembled in the same plastic bag, distal tip was split/torn. Outer sheath was kinked at 1.5 cm from distal tip. No other anomaly was detected. The outer diameter (od) of the stent delivery system was measured in several places and it was found acceptable. The catheter was introduced into a 6fr lab sample csi introducer and no resistance was felt. A cordis gw .035" lab sample was introduced into the smart control 6f 6x40 mm and no resistance was felt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The "failure to cross" condition reported by the customer could not be evaluated due to nature of the complaint, however it does not appears to be manufacturing related of the product since no discrepancies were found during the dimensional and functional analyses. The cause of the tip split/torn condition and kinked outer sheath found during analysis could not be conclusively determined; however it does not appear to be manufacturing related, controls are in placed at the final assembly and packaging processes to prevent this type of failure, as well as there are inspections in place to detect damages in the sds. Procedural factors, handling and the coiled condition of the unit received for analysis may contribute to failure as reported. Neither the DHR review nor the product analysis suggest that the condition reported by the customer is manufacturing related, therefore no actions will be taken at this time. The patient's difficult anatomy and procedural manipulation may have contributed to the reported event.